Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_895 - portico continued access protocol, patient site ID: (B)(6) it reported that on (B)(6) 2018, a 27mm portico valve was successfully implanted into a patient. It was noted post-implant that the patient's baseline thrombocytopenia had worsened from 153,000 platelets per microliter to 63,000 platelets per microliter. A heparin antibody test was performed, but was negative. There was no transfusion required. It was also noted via a post-operative electrocardiogram, that patient had developed a new left bundle branch block (lbbb). There was no intervention performed due to the lbbb. On (B)(6) 2023, it was noted that the patient died to an unspecified cardiac issue.

Manufacturer narrative:
An event of left bundle branch block, thrombocytopenia and death was reported. The patient had medical history of atrial fibrillation, right bundle branch block, hyperlipidemia, kidney disease, skin cancer which may have contributed to the reported event of heart block. Field indicated that the implant depth of the valve was 2 mm which is not deep enough than intented 3-5 mm. Field also indicated that the cause of death was believed to be related to the procedure and patient's comorbidities. There was no allegation of malfunction against the implanted valve. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on medical review : the information provided is incomplete and inaccurate. No echo reports were provided and anemia is not a cause for thrombocytopenia. Regardless, the patient's death occurred over 4 years after the portico implant and it is not likely that the portico valve caused the patients death. However, we don't have an echo report to determine if the patient had developed early svd or severe pvl. It is important to note that the physicians are not attributing the death to the patient's portico implant. H6 medical device problem code: code 2993 removed.

Event description:
Clinical information: crd_895 - portico continued access protocol, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. There had been no difficulty experienced implanting the 27mm portico valve. It is unknown if there was calcification extending beneath the aortic annular plane in the interventricular septum. It was noted that the final implant depth of the 27mm portico valve was 2mm. The patient congestive heart failure became exacerbated post-implant. The patient's thrombocytopenia was due to anemia. The patient's left bundle branch block is attributed to the implant procedure. The patient's death was due to congestive heart failure. There is no allegation of malfunction against the 27mm portico valve or procedure.